Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured low speed and pump stop events while the patient was supported by power module. These events were associated with low speed hazards, low flow hazards, pump off alarms, and elevations in pump power and flow. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potentially compromised driveline. The submitted x-rays were unremarkable. Per additional information, the cause of the alarms was a potential short to shield issue and the patient was put on an ungrounded patient cable; the alarm resolved itself in 2 seconds. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook, rev. C are currently available. This IFU addresses all pump parameters, including pump power, and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document states that device flow and power generally retain a linear relationship at a given speed, and notes that any increase in power not related to increased flow causes erroneously high flow readings. The IFU further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were speed reductions and pump stops recorded and log files were submitted for review. The log file recorded 9 low speed advisories and pump stop events on 15jun2024, 17jun2024, and 20jun2024. The speed drops were as low as 0rpm. These events appeared to be due to an issue with the driveline or percutaneous lead and all appeared to have occurred while the patient was connected to power module power. It was recommended to keep the ventricular assist device (vad) connected to battery power or an ungrounded patient cable and power module. X-rays of the driveline were taken and were unremarkable. The patient was noted to have been asymptomatic and returned to clinic to use the ungrounded patient cable. Follow-up log files were submitted for review. The log file did not capture any new low speed advisories or pump stop events following the one that occurred on 17jun2024 and 20jun2024. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of the alarms was a potential short to shield and the patient was put on an ungrounded patient cable; the alarm resolved itself in 2 seconds. MFR# 2916596-2023-01495: in mar2023 an external driveline revision was performed to attempt to resolve a suspected short-to-shield within the driveline.